Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tested the standby current of returned meter, the result was 1.2 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 62/56 mg/dl, for level high were 246/255 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return her strips nor providing lot number of strip that she used, there for we can't have further investigation on the strips.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 11:30 am after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end user experienced pain, dizziness, sweating and a blood glucose reading of "hi". Additional blood glucose test were performed with two results of "hi". The paramedics were called and while waiting she consumed water and peppermint candy. Upon the paramedics arrival the end user stated that no additional blood glucose test were performed and she was given an IV and immediately transported to the ER. Her blood glucose reading upon arrival to the ER was over 600 mg/dl. Novolog insulin was administered and after 3 hours in the ER she was discharged with a blood glucose reading of 47 mg/dl and instructed to maintain a carb diet. No additional details were provided in regards to this medical event.